Manufacturer narrative:
The reported events of high threshold and high lead impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found bent connector pin consistent with the procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, high capture threshold and high pacing impedance were noted on the right atrial (ra) lead. In addition, it was noted that the connector pin of the ra lead was bent. The ra lead was explanted and replaced to resolve the event. The patient experienced no consequences.